Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable.

Event description:
It was reported that the right ventricular (rv) lead is experiencing oversensing and varying impedances. There was a lead warning with low impedances and there have also been high impedances. The thresholds have been chronically high. Reprogramming has been performed and the lead remains in use. The patient has been feeling a slow heart rate and sluggish, but no further patient complications have been reported as a result of this event.